Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had a battery monitoring voltage of 2.65 v after 32 months of implant. This device is part of the shortened replacement window advisory. This advisory was originally communicated april 5, 2007.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
Technical services advised that the device follow-up intensify to monthly. No adverse patient effects have been reported. At this time, no additional information is available and records indicate that this device remains implanted. If additional information becomes available, this report will be updated. Additional information was received indicating this device was explanted. The device was returned for analysis. This report will be updated when analysis is complete.